Event description:
Hcp reported pt presented immediately after implant with a metallic taste in their mouth, a "yellow coating" on their tongue, night sweats, and nausea/vomiting. The infusion rate, concentration, and volume accurracy were all checked without any findings. The mouth was checked for oral thrush, which was also negative. Eventually, the pump contents were changed out entirely and all symptoms resolved overnight except the "yellow coated tongue" which had decreased. Follow-up found no oral thrush again. The pt is reported to have recovered without sequela.